Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the leadless implantable pulse generator (ipg) was "not working." The leadless ipg was inactivated and replaced by an ipg. No patient complications have been reported as a result of this event.